Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was not receiving patient information. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not receiving patient information. A technical support specialist (tss) checked the station and found that everything was communicating with no issues. The tss waited for a response from the customer regarding the station's communication confirmation, but no response was received. Therefore, the technical support specialist closed the case.